Event description:
The rptr states doing back to back blood glucose tests, within 5-10 mins, using separate finger sticks. Rptr results were 156, 170 and 122 mg/dl. Rptr did not have any symptoms. A control test using new strips was in range, 130 (96-145). The rptr was given training on cleaning the meter. No harm was alleged.